Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es jadak scanner was failed to function. The customer stated that this malfunction caused when dispensing medication to patients. However, there were no delays and adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-jan-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station jadak scanner was failed to function. The field service engineer was resolved the issue by replacing the entire scanner with the new one with the current part number and tested. The system functioned as intended after the field service engineer repaired the device.